Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on ventricular channel while the patient was sleeping. The noise was oversensed resulting in 2 seconds of pacing inhibition.